Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device was unable to load the system after boot up. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer after multiple attempts done by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not starting up properly. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.